Event description:
It was reported that pump displayed malfunction code 16 with associated fault and could not be reset, and there were no notable events prior to malfunction. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump. Replacement pump was arranged, and customer was instructed to return malfunctioning pump using prepaid label within 10 days, which customer acknowledged and understood.